Event description:
It was reported, the patient lost effective therapy/less than 50% therapy relief about a month prior to this report. The patient's pain was not well controlled. The healthcare professional (hcp) removed 7cc of fluid from the spinal incision site and performed a catheter dye study on 2014 (B)(6). The pump was programmed to minimum rate. The hcp felt that there was a "leak from the fascia" at the catheter spinal entry site in the lumbar area so they opted to replace the distal segment of the catheter. During the replacement, the new catheter segment was spliced to the existing catheter. The pump was re-programmed back on morphine and bupivacaine. It was stated, "effective pain control will be attempted by increasing infusion rate and starting the patient back on the ptm. It was also stated, "a baseline comparison of how effective pain control was at this time compared to last month was not possible due to aggressive progression of cancer.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter, model# 8781, sn (B)(4), found the collet to be prematurely locked in place.